Manufacturer narrative:
This is an addendum to the initial emdr. Additional information was provided via maude event report (mw5075744) and subsequent follow up with contact. A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no anomalies noted. As reported the patient experienced postoperative adhesions to the composix l/p mesh. Adhesions are a known inherent risk to surgery and are identified in the instructions-for-use as a possible complication. Clinician reported that the mesh was intact and did not appear to have any issue. Cause of the problem could not be determined. The patient has a history of postoperative adhesion. The events as alleged do not appear to have been caused by the device. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As previously reported on 04/12/2017. The following was reported to davol: on (B)(6) 2011- patient was diagnosed with an incarcerated hernia with perforated bowel. The hernia was repaired with a bard/davol composix l/p mesh. On (B)(6) 2011- patient experienced sever abdominal pain and discomfort. Patient presented to the hospital ER and had a CT scan performed. The CT scan findings did not show any hernia recurrence or any concerning issues. On (B)(6) 2012 - patient presented to his doctor and the hospital on multiple occasions with complaints of sever abdominal pain. Patient had multiple CT scans and MRI's performed which did not indicate any causative issues. On (B)(6) 2012 - patient presented to the hospital ER with complaints of severe abdominal pain and underwent an adhesiolysis. As reported there were multiple adhesions removed that had formed directly to the bard/davol composix l/p mesh. On (B)(6) 2016 - patient continued to experienced severe abd pain and discomfort which has caused him to have a poor appetite and be unable to perform daily activities without being in pain. On (B)(6)2016 - patient underwent a laparoscopic adhesiolysis surgical procedure to remove adhesions that had formed directly to the composix l/p mesh. As reported the surgeon noted the adhesions that had formed were a lot less than the previous surgery performed in 2012. As reported the surgeon noted the composix l/p mesh was intact and did not appear to have any issue. On (B)(6) 2017 - patient underwent a laparoscopic adhesiolysis surgical procedure to remove adhesions that had formed directly to the composix l/p mesh. As reported the surgeon noted the adhesions that had formed were a lot less than the previous surgery performed in 2016. As reported the surgeon noted the composix l/p mesh was intact and did not appear to have any issue. On (B)(6) 2017- patient had a follow up exam with the surgeon and he indicated the patient was to follow up with a pain management clinic to help with pain management and if the pain management clinic cannot help relieve the patient's chronic abdominal pain then he will consider removing the composix l/p mesh. As reported the patient continues to experience severe abdominal pain and is currently taking a prescription pain medication. Addendum: (follow up 1) the following was reported per maude event report (mw5075744): "patient had a hernia mesh implant; severe pain; had mesh removed but remains in severe pain. Wants to be contacted but has difficulty writing complaint. His address is (). Did contact the manufacturer. Indicates he remains in severe pain." Explant procedure was performed on (B)(6) 2017. The following was reported in follow up with the contact: on (B)(6) 2017- the patient underwent explant of the composix l/p mesh. As reported the patient had internal bleeding. It is reported that the patient will undergo additional surgery for adhesion removal on (B)(6) 2018. The contact reported that during the time period between on (B)(6) 2011 and 2012 the patient experienced a bowel obstruction. This information had not previously been reported.

Manufacturer narrative:
Based on the information provided, the patient has continued to developed tissue adhesion to the mesh and on multiple occasions has undergone laparoscopic adhesiolysis. As reported, it has been recommended that the patient seek help through a pain management clinic and if this does not resolve the patient's pain, explant will be contemplated. The patient¿s surgeon has stated the composix l/p mesh is intact and does not appear to have any issue. At this time, no conclusion can be made as to the degree to which the mesh implant is causing or contributing to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no anomalies noted. Adhesion formation is identified in the adverse reaction section of the IFU as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2011- patient was diagnosed with an incarcerated hernia with perforated bowel. The hernia was repaired with a bard/davol composix l/p mesh. In (B)(6) 2011- patient experienced sever abdominal pain and discomfort. Patient presented to the hospital ER and had a CT scan performed. The CT scan findings did not show any hernia recurrence or any concerning issues. Between (B)(6) 2011-(B)(6) 2012 - patient presented to his doctor and the hospital on multiple occasions with complaints of sever abdominal pain. Patient had multiple CT scans and MRI's performed which did not indicate any causative issues. On (B)(6) 2012 - patient presented to the hospital ER with complaints of severe abdominal pain and underwent an adhesiolysis. As reported there were multiple adhesions removed that had formed directly to the bard/davol composix l/p mesh. Between (B)(6) 2013 - (B)(6) 2016 - patient continued to experienced severe abd pain and discomfort which has caused him to have a poor appetite and be unable to perform daily activities without being in pain. In (B)(6) 2016 - patient underwent a laparoscopic adhesiolysis surgical procedure to remove adhesions that had formed directly to the composix l/p mesh. As reported the surgeon noted the adhesions that had formed were a lot less than the previous surgery performed in 2012. As reported the surgeon noted the composix l/p mesh was intact and did not appear to have any issue. On (B)(6) 2017 - patient underwent a laparoscopic adhesiolysis surgical procedure to remove adhesions that had formed directly to the composix l/p mesh. As reported the surgeon noted the adhesions that had formed were a lot less than the previous surgery performed in 2016. As reported the surgeon noted the composix l/p mesh was intact and did not appear to have any issue. On (B)(6) 2017- patient had a follow up exam with the surgeon and he indicated the patient was to follow up with a pain management clinic to help with pain management and if the pain management clinic cannot help relieve the patient's chronic abdominal pain then he will consider removing the composix l/p mesh. As reported the patient continues to experience severe abdominal pain and is currently taking a prescription pain medication.